Event description:
A report was received that the patient was experiencing pain and discomfort when using the scs. The pain causes burning sensation, aching, and was producing sharp with tingling sensation. The patient was given medication to help with scs battery pain. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort on his ipg site while lying down and that the stimulation is irritating. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort on his ipg site while lying down and that the stimulation is irritating. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient¿s symptoms include overstimulation and inadequate stimulation. The patient underwent an explant procedure and was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial / lot #: (B)(4), description: linear st lead, 50 cm.